Event description:
On 3/22/96 at 5:00pm, child was off of the ventilator for 1/2 hr. (Heated aerosol was also off during that time). Child was reconnected to vent, turned heated aerosol and noted melted circuit tubing on end connected to reservoir of aerosol.